Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a cartridge alarm 19 while loading the cartridge. The customer's blood glucose level was 108 mg/dl. Insulin injections were to be used to manage diabetes.